Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 30, 2015. Upon further investigation of the reported event, the following information is new and/or changed: (date received by manufacturer); (indication that this a follow-up report; (follow-up report is due to additional information); (indication that device was not returned to manufacturer); (identification of evaluation codes). (B)(4). The actual device was not returned for evaluation so a retention sample from the same lot was visually inspected. No anomalies were found, such as buffer solution in the sealed pouch or on the device itself. A review of the device history record revealed no anomalies during manufacturing. A definitive root cause could not be determined and is likely the result of the device having buffer solution on the outside from the filling process and was not completely wiped off prior to packaging. It is also possible that a cap on the unit may have been loosened or removed prior to it being attached to the bpm assembly when attempting to calibrate the unit before use. Buffer solution remaining on the outside of the device or inside the packaging is not a functional issue, and the device was not returned in order for the complaint to be confirmed. Therefore, this has been determined to be customer preference and the complaint that the shunt sensor leaked was not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo cardiovascular systems corporation has not received the actual device for evaluation; therefore, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. For this reason, evaluation code 11 was referenced. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during setup, buffer solution leaked from the shunt sensor. The device was changed out and the procedure was completed successfully without delay. No patient involvement. Device changed out. Procedure completed successfully without delay.